Event description:
Provider states that the end user was crossing the street in her chair and a car driver took a left turn without looking first and hit the user while she was in the chair. Provider states that the end user sustained a broken shoulder. Provider states that the user went to the emergency room immediately after and then went to a nursing home for a month after that. Provider states that the seat assembly was bent and the casters, tires and footrest were bent by the accident. No additional information provided.